Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and dental procedure on (B)(6) 2019 and suture was used. During use the needle broke off. The needle was retrieved and another suture was used. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the sample, it was observed that needle was broken in the swage area. Also, there are slight marks on the body needle. The suture was examined for visual inspection defects and there was a needle piece attached in the suture. A fracture was observed at the suture attachment of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.